Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was not delivering the tidal volume properly as per the set tidal volume. Transducer fault was also noted in event trace. The customer confirmed that there was no patient involvement associated with the reported event.